Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the pump was in use, it was noted that the pump had a system error 8. The pump was sent to biomed to be service. During service of the pump, the field service engineer "did not see" the error in biomed. As a result, the fo pcb was replaced. There was no report of patient death, serious injury or complications.

Event description:
It was reported that when the pump was in use, it was noted that the pump had a system error 8. The pump was sent to biomed to be service. During service of the pump, the field service engineer "did not see" the error in biomed. As a result, the fo pcb was replaced. There was no report of patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iabp alarm system error 8 is not confirmed. The returned fos board passed visual and functional test specifications. The root cause of the complaint is undetermined no further action required at this time.